Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 30k fsi-sli-fg-1000 insert was overheating and water was not passing through. No injury occurred.

Manufacturer narrative:
Investigation summary: tip clogged. Insert tip is clogged, no water flow and cannot complete test with thermometer. Returned qty.1 insert, 82008, 21105-00056738, 01, bul. Test method / sop man.007-w02 rev.9. Inductance: gauge ID# 5349 due: 10/31/2022 result: 3.16 .. Meets spec does not meet spec n/a . Tip condition: - meets spec does not meet spec n/a. Stack condition meets spec does not meet spec n/a. Tested on: g136 gauge ID# 9626 due date: 03/31/23 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec does not meet spec n/a. Spray pattern: - meets spec does not meet spec n/a. Water leak: hp sealing ring proximal ring distal ring. Seam leak n/a. Vibration: - meets spec does not meet spec n/a. Grip condition: meets spec does not meet spec n/a. Other visual observation: insert tip is clogged, no water flow and cannot complete test with thermometer. Alleged event: confirmed - not confirmed.